Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately 4 1/2 years previously their leads had come loose and that the doctor had to take one out and put one back. One lead in use at the stated time, the right ventricular [rv] lead was capped and replaced and the other, the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.